Event description:
It is reported by the patient that following implant of lens, he is experiencing blurred double vision at all distances. Patient states that one month following date of implant symptoms remain without change.

Manufacturer narrative:
Lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.